Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, b7, h6 (ime, device codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernias and an umbilical hernia. It was reported that after implant, the patient experienced recurrent hernia due to failure of the mesh, small bowel obstruction due to failure of mesh, dense adhesions of small bowel to mesh, pain, perforation, and enterotomy. Post-operative patient treatment included revision surgery, small bowel resection, and mesh removal surgery.

Manufacturer narrative:
Concomitant products: pco4vp pco4vp pco ventral patch 4cm x1 lot number: psc1417x lpg1510 lpg1510 10x15cm lp progrip flatsheetmsh lot number: psc1086x . If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernias and an umbilical hernia. It was reported that after implant, the patient experienced recurrent hernia due to failure of the mesh, small bowel obstruction due to failure of mesh, and dense adhesions of small bowel to mesh. Post-operative patient treatment included revision surgery, small bowel resection, and mesh removal surgery.